Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The additional clip referenced in b5 is being filed under a separate medwatch report#. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
This is filed to report the implanted clip damaged by another device, causing clip movement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4. It was noted that there was a presenting slight indentation between posterior scallops at the center of the valve. One clip (81227u122) was implanted medially of the presenting indentation, reducing mr to a grade of 2-3. A second clip (90408u148) was advanced and attempted to be placed lateral of the indentation. It was noted that the clip came in contact with the first clip and caused it to partially detach from the posterior leaflet. The clip remained fully attached to the anterior leaflet. With the second clip, multiple grasping attempts were made but mr was unable to be reduced. It was noted that grasping was difficult. To stabilize the first clip, the second clip was repositioned medially and was implanted. Although the clip was successfully implanted, mr increased to a grade of 4. A third clip was implanted on the lateral side of the indentation without issues, decreasing mr to a grade of 3-4. The procedure was aborted, and the patient remains in stable condition. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on information reviewed, reported partial clip movement was a result of the anatomical challenge, however the device damaged by another device was a combination of anatomical challenge and user technique. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.